Event description:
Information received indicates the bed exit will not alarm locally when the patient leaves the bed.

Manufacturer narrative:
The facilities maintenance replaced the bed exit board to repair the bed.